Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on the "reminder to test bg" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the screen. Customer's blood glucose level was 317 mg/dl at the time of the report. The customer resumed normal use of the pump.